Event description:
A report was received that a patient's precision system was explanted due to infection. The patient was prescribed antibiotics. The patient went back to the ER on (B) (6) 2010 as she was swollen around the scar down to her knees, hand and shoulders.